Manufacturer narrative:
(B)(4). A device history record (DHR) review was performed and no issues or discrepancies were found which could potentially relate to the reported complaint. No rejection report was originated for the lot in question that can be associated to the complaint reported. DHR shows that the product was assembled and inspected according to specifications. The sample was not returned for evaluation; therefore the complaint could not be confirmed. If the sample is returned, a follow-up report will be submitted with investigation results.

Event description:
Customer complaint alleges that "the conchasmart column "flooded" during high flow nasal cannula therapy prior to use on patient." Alleged defect was detected during functional testing. No patient involvement reported.

Manufacturer narrative:
(B)(4). The complaint alleges water from the column went into the circuit tubing when used with the comfort flo system and cannula on a pediatric patient. The sample was returned for evaluation. Functional testing was performed and the check valve discs in all three valves would move as the column valves were turned from one side to the other, showing the discs themselves were free to move. The column to bottle valve and the bottle to column dump valve opened and closed freely. The returned column was connected to a concha water bottle in the correct positioning and both upper and lower tubes were punctured into concha water bottle. The lower tubing filled as expected. The column was then connected to the returned comfort flo circuit and a pediatric comfort flo cannula using 8 lpm flow. The nasal nares were occluded allowing the pressure to build in the bottle until the comfort flo relief valve actuated representing the worst case back pressure for the system then disconnected the airflow. The column allowed the water bottle air pressure to escape through the column without pushing the column water level up to the circuit thus functioning appropriately. Based on the investigation performed, the reported complaint could not be confirmed. There were no issues found with the returned device.

Event description:
Customer complaint alleges that "the conchasmart column "flooded" during high flow nasal cannula therapy prior to use on patient." Alleged defect was detected during functional testing. No patient involvement reported.

Manufacturer narrative:
(B)(4). The investigation into this complaint is still in progress at the time of this report.

Event description:
Customer complaint alleges that "the conchasmart column "flooded" during high flow nasal cannula therapy prior to use on patient." Alleged defect was detected during functional testing. No patient involvement reported.